Event description:
It was reported that during an unknown surgical procedure, it was observed that the motor device "would not capture the burr". There were no delays to the surgical procedure as a spare device was available for use. No injuries, medical intervention or prolonged hospitalization were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed which revealed that the cutter won't lock in. Therefore, the reported condition was confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.